Event description:
Additional information reported that the cause of the impedance issues was not determined, but were observed at implant surgery. It was stated that the physician followed up status of the system and 'no any other problem informed.' It was indicated that no deviations were observed after that. The patient reportedly was receiving adequate therapy.

Event description:
It was reported that there were low and high impedance measurements during implant procedure. It was noted that two electrode pairs had impedances of less than 50 ohms, while four other electrode pairs showed impedances over 4,000 ohms. It was stated that those combinations with abnormal impedances were "not used for this patient pain location", and then the physician decided to use the lead. It was noted that there was no health hazard. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3487a-33, lot#: unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).